Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. A total of 536 millimeters (mm) of the lead had been returned. The tip of the lead was not returned for analysis. Stretched conductor coils were noted toward the distal end of the lead. There was a slight separation between the insulation and the proximal end of the anode electrode. Microscopic analysis showed that the anode and cathode conductor coils were flattened between 290-305 mm from the terminal pin. The conductor coils were also fractured within this area at approximately 292, 296, and 302 mm from the terminal pin. Lead insulation damage was noted 303-317 mm from the terminal pin. Microscopic analysis also indicated the insulation damage was initiated by a localized compressive stress on the tubing surface. It was likely that the fractured conductor coils were in line with the damaged insulation, but due to the explant procedure, the insulation and conductor coil damage no longer lined up. It was determined that the cause of damage that was seen with the lead was likely caused by entrapment in the clavicle/first-rib region.

Manufacturer narrative:
As of today, the lead has not been returned. Should additional information become available, this report will be updated.

Event description:
The lead has been returned for analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed pacing impedances of greater than 2000 ohms and high pacing thresholds that were identified during a routine follow up appointment. The patient underwent a lead revision procedure where it was identified that the lead had fractured as a result of sub-clavian crush. The lead was explanted and replaced. The lead is to be returned for analysis. There were no adverse patient effects reported. Of note, the patient reported that they had been doing some heavy lifting.